Manufacturer narrative:
Patient information is unknown. Additional product code: hwc. Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record review: manufacturing location: (B)(4). Manufacturing date: 22june2015. Expiry date: 01june2025. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile part 402.216 lot 9434414 were reviewed with the following result: no anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a distal fibula plate was used for the distal fibular fracture. The surgeon had difficulty in inserting the locking screw in question. Despite several time tries, the reported locking screw was not locked up. Another screw with the same size was used to complete the case. Surgical delay was reported; however, the duration is unknown. No patient harm was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: screw received in the bag for sterilization in autoclave. Together with the part has been received an empty blister labelled with the reference numbers of the part: article number. 402.216s, lot 9529787. The titanium locking screw has been inspected. The screw could not be locked; the features responsible for the locking were measured and found conforming to specification. The screw length was also measured in order to identify the part. The length results 18.46 mm instead of 16 mm 0/+0.7. The screw geometry corresponds to article 402.218. A possible mix up has been investigated. Sterile lot 9529787 corresponds to unsterile lot 9434414 manufactured in the period 26 march to 2 april 2015. The lots of article 402.218 manufactured in parallel with lot 9434414 have been analyzed. Lot 9438510 have been anodized in the same anodizing cycle. The device history records of both lots have been reviewed. After anodizing the two lots underwent the production step for article identification. The product identification of the lot 9434414 was performed through which is an automatic optical machine and no anomalies were found, the product identification of lot 9438510 was performed which is a specific mask for 100% controls, no anomalies were found. In both lots the correct length is indicated in the inspection report. After anodizing the subsequent production steps were performed with a significant difference of time, so the two lots could not have been in contact anymore. From the verification carried out no mix up in the (B)(4) manufacturing site could have occurred. With high probability the hospital returned the complained screw in the blister of another locking screw used in the same surgery, consequently the complaint was referred to the wrong article. No manufacturing related issues have been identified. The article is conforming from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.